Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) during a cardioversion, after delivering two successful shocks, the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.